Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitreous body operation, the vitrector did not work, causing a small hole in the retina. The vitrectomy probe was exchanged for another and the surgery was completed with the same equipment. Surgery time was prolonged as the retinal hole had to be freeze treated. The report states, "hardly consequences from this", and no pt harm is reported.